Manufacturer narrative:
This MDR was generated under protocol (B)(4). As a result of warning letter cms# (B)(4). UDI was unknown. No product information has been provided to date. Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the bottom case was cracked on left corner with missing rubber foot and right plunger case was also cracked. Liquid crystal display was damaged and the battery not charging as intended. During occlusion testing, the reported problem was duplicated. The root cause of the reported issue was found to be normal wear. Normal wear of the motor assembly, parts were found old, dirty and worn out. Replaced the stepper motor, old motor mount, teflon washers with the delrin washer, worm coupling and worm gear. Also replaced lead screw and both clutch halves as a preventative measure. Performed occlusion testing and all functional tests which passed.

Event description:
It was reported that the pump was not working, system failure. No patient injury was reported.